Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient presented with elevated infection markers, likely secondary to pneumonia. Sputum culture returned positive. Crp is 298, temperature 38.3°c. No indication of impella-related complications. Antibiotic therapy initiated. Additional findings include thrombocytopenia and rectal bleeding. Platelet count is low, activated partial thromboplastin time (aptt) at 47. Platelet transfusion administered.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.